Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was running with low rpm's due to a worn motor. It was also noted that there was a hole in the hose by the muffler and damage on location 1 of the muffler. Therefore, the reported condition was confirmed. It was determined that the low rpm's were caused from normal use and servicing over time. It was determined that hole in the hose by the muffler was caused by the manufacture fixture from (improper assembly / manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor unit presented with a hole in the hose and low rpm's (revolutions per minute). The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.